Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 37 and 48 hours. The patient's legal guardian reported the patient experienced pain at the infusion site, so the pod was removed. A few days after, the patient developed erythema and swelling at the pod infusion site. The patient was taken for an emergency general practitioner (gp) visit on new years eve ((B)(6) 2025), at peelhouse medical centre. The patient was diagnosed with cellulitis and was prescribed an antibiotic (fluoxetine), 5ml, four times a day for five days. Another gp visit was required as the infection remained after the initial antibiotic dose. The same antibiotic (fluoxetine) was prescribed for another five days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.